Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction section g2: correction. Manufacturer's investigation conclusion: a research publication entitled "how should patients with lvad be evaluated by echocardiography." The article included a reference to a patient with dilated cardiomyopathy that was implanted with a heartmate 3 left ventricular assist device (lvad). The article noted that the patient's ventricular tachycardia repeatedly worsened with oedema. No further details regarding this case were provided in the publication. A direct relationship between the reported arrhythmia and oedema and the heartmate 3 lvad could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as the information date since the date of data collection was not provided article title: how should patients with lvad be evaluated by echocardiography. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that three years after heartmate 3 implantation for dilated cardiomyopathy for a patient, ventricular tachycardia repeatedly worsened with edema.

Manufacturer narrative:
Section a: patient information has been updated. Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: serial number and expiration date have been updated. Section d6a: implant date has been updated. Section h4: manufacture date has been updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.